Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of ventricular signals on the atrial channel. The device was reprogrammed, and the issue was resolved. The device remains in use. No adverse patient effects were reported.